Manufacturer narrative:
Pending evaluation.

Event description:
Original surgery on this male patient¿s left hip was performed on (B)(6) 2003. The surgeon revised this patient¿s total hip replacement on (B)(6) 2019. Patient originally had an exactech femoral stem and femoral head implanted and the rest of the hip was composed with non-exactech implants.

Manufacturer narrative:
The evaluation noted that as reported, the initial tka on this 66 y/o male patient¿s left knee on (B)(6) 2003. Patient originally had an exactech femoral stem and femoral head implanted and the rest of the hip was composed of competitor¿s implants. The surgeon exposed the hip, removed the femoral head, revised the acetabulum replacing the existing implants with a different competitor¿s implants and replaced the femoral head with 28mm +5 femoral head. The patient left the room in stable condition. Reason for revision was not reported. Device is not returning, hospital discarded. Per IFU # 700-096-018 rev. R - in a review of labeling, fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, and unintended bone fracture are all know risks associated with total hip replacement. Any of these may require a second surgical intervention or revision. Patients should be informed that their weight and activity level may affect the longevity of the implant. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the subsequent revision cannot be conclusively determined since the devices were not returned; however, it is most likely is related to the patient conditions. The following section(s) have additional info; d4 (UDI number).

Event description:
As reported, the initial tka on this 66 y/o male patient¿s left knee on (B)(6) 2003. Patient originally had an exactech femoral stem and femoral head implanted and the rest of the hip was composed of competitor¿s implants. The surgeon exposed the hip, removed the femoral head, revised the acetabulum replacing the existing implants with a different competitor¿s implants and replaced the femoral head with 28mm +5 femoral head. The patient left the room in stable condition. Reason for revision was not reported. Device is not returning, hospital discarded. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the subsequent revision cannot be conclusively determined since the devices were not returned; however, it is most likely is related to the patient conditions.